Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime/filling anomaly. The customer's blood glucose was unknown at the time of the incident. Customer stated that they were filling reservoir but insulin pump did not recognized reservoir and pushed insulin out. Customer was assisted with prime rewind troubleshooting. Customer stated insulin is squirted during manual prime process. During troubleshooting, customer mention blood glucose level was 200mg/dl to 225mg/dl. Possible force sensor error but was not confirmed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No unexpected compromised force sensor alarm or prime/fill anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.